Event description:
It was reported that there were high impedances (no value specified), and lead migration. Impedance testing, x-rays, and reprogramming were performed. It was unknown what the cause of the issue was or if there issue was resolved. The patient experienced less than 50% therapy relief at the lead location. A revision was scheduled. At the time of the report the patient was alive with no injury. Additional information received reported that a revision was successfully completed on (B)(6) 2014 and both leads were replaced. Initial post-operative response was marked improvement in coverage.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n348924, implanted: 2012 -(B)(6); product type accessory. (B)(4).